Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04896. It was reported the patient experienced ineffective stimulation due to the leads being fractured from a fall. Surgical intervention took place wherein the leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.